Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported inappropriate therapy could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy for a non-ventricular rhythm in (B)(6) 2017 and the device was reprogrammed to resolve the event and the patient was stable. Further information was received stating the patient was admitted to the hospital in (B)(6) 2017 and expired in the hospital due to a general degradation in state of health and renal insufficiency. There is no allegation that the abbott device caused or contributed to the death.